Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant devices - unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard tibial tray catalog #: ni lot # ni report source: foreign - (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-10402 ; 0001825034-2018-10714; 0001825034-2018-10715 .investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain, instability and dislocation of the tibial bearing approximately two (2) years post-operatively. Revision operative notes provided indicated that the patient underwent an arthrotomy that was performed medially parapatellar which identified massive blackish-discolored synovitis consistent with metal abrasion. A synovectomy was performed, which displayed that the bearing had luxated dorsally. All components were removed. Upon resection of the femur, bone cysts were identified on the femoral condyle medially. Bone cysts were also identified on the tibial joint surface. All components were replaced successfully with no intraoperative complications.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was confirmed via operative notes. X-rays were reviewed but were not for this event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.